Manufacturer narrative:
See MFR: 3012307300-2017-01768 (same patient). (B)(6).

Event description:
It was reported that the cuff of a portex® bivona® adult tts¿ tracheostomy tube was "pierced". The patient had returned home from the hospital with the tracheostomy tube. Seven days later, the cuff was pierced. The tracheostomy tube was replaced. No injury was reported.

Manufacturer narrative:
One used portex® bivona® adult tts¿ tracheostomy tube was returned for investigation. A visual inspection of the device showed no issues. Functional testing revealed a cut in the cuff about 1 ½ mm in size. Based on the information provided by the reporter and the investigation the defect was not a manufacturing issue. Due to the length of time between the installation and the occurrence of the defect and the appearance (i.e., jagged edges) of the cut, it appears there may be something in the trachea that is causing the cut in the cuff.